Event description:
A healthcare professional reported a patient with post operative corneal keratitis in the left eye post lasik surgery. There are multiple related reports for this event. This report addresses the patient number four's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Preventive maintenance performed on the eleventh january twenty-twenty three and concluded system meets specifications as per sir (service installation record). As per initial report local cas (clinical application specialist) specified most probably cornea was not cooled enough before starting the laser procedure (stream light), it is not reported the time and the amount of cooling liquid used. Cooling of the cornea could be a contributing factor for the reported inflammation. We also have no clear information whether the surgeon followed thoroughly the cummings protocol including cooling of the cornea, but obviously he did a break during the treatment. We also have no information of the usage of mitomycin c. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows four successfully performed treatments. The treatment could be identified in the logfile. The user performed energy checks before each patient. The eyetracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).